Event description:
It was reported that during da vinci-assisted nephrectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report that they could not get the neutral pad to work. The caller stated they tried different pads, rebooted the generator and system but it did not work. The energy shield will turn blue for neutral pad but the erbe will remain red. The case had started and a hard reboot was not possible. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and upon visual inspection there were no issues found that would be related to the reported event. Functional testing was performed using the system, and the unit powered on and successful cauterized across all ports and instruments without any issues. Erbe internal log showed error c-84, m-b0 and m-32. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.